Event description:
IV tubing sets leak IV fluid from air vent, from 0.22 in-line filter, and from stop-cock mechanism. This happened numerous times with numerous sets over several months. Sets felt to be non intact and susceptible to contamination. Rptr called and spoke with research and development, stated that had received no recent calls about any problems with their IV set. Stated that the air vent on the spike has a hydrophobic bacterial filter in it, and outside contamination does not enter the system. Stated that the air vent is designed to be used when spiking a glass bottle, and that the "red flap" on air vent should be in the closed position when one spikes an IV bag. Also said that the air vent, the stopcock, and the in-line filter should not leak IV fluid. The recent increase in the bloodstream infections in the nicu (highest rate on the past 3 years) plus an IV set that appears to become non-intact on a regular basis, makes rptr very suspicious that this particular IV set could be contributing to high infection rate. Rptr has been informed by materials mgmt that an entire new IV set will replace the safe-t-care set in the nicu within the next few weeks.